Event description:
A complaint was received regarding a 41" (104 cm) appx 4.7 ml, 15 drop admin set with bag hanger, rotating luer that experienced particulate matter. The report stated that while priming a staff member noticed a couple of particles/contaminants within the drop chamber of the tubing set. This was immediately set aside and internal procedures started with quarantining the lot while further investigation and guidance is received. There was no patient involvement and no patient harm.

Manufacturer narrative:
B3 - date of event - the date of event is unknown, and 01 jan 2025 has been used as a placeholder. The investigation is pending completion. Upon completion of the investigation a supplemental MDR will be submitted.

Event description:
Additional information: the date this complaint issue was observed by the reporter was not provided with the original complaint. The date of the event is unspecified.

Manufacturer narrative:
A photo was received from the customer showing an object in the drip chamber. The following was received for complaint investigation: -one used list #b3065, 41" (104 cm) appx 4.7 ml, 15 drop admin set with bag hanger, rotating luer; lot #13672495. One used list #unknown, 0.9% sodium chloride; lot #v24i13a burnt plastic material was observed on the drip chamber. Particulate on the drip chamber could be confirmed. A black particulate was found embedded in the drip chamber and was measured. The particulate was found to be within specification and is a passable condition. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint. Corrected information can be found in b5 d9 e3 and h6 component code.